Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be anticoagulation management because the ptt values are very high and heparin was stopped and direct pressure applied to groin site. G1 reporting contact email revised on manufacturer device report 1220648-2024-23391 in accordance with updated procedures.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant had an impella cp pump placed to support a high risk percutaneous coronary intervention (hrpci) patient. The pump was not explanted at the conclusion of the hrpci and was to be on support in the intensive care unit. The site began to bleed after the 14 french was removed and repositioning sheath was placed. To resolve the bleeding, the team had to adjust the perclose and apply figure eight suturing. The patient survived the event.